Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display screen/seam was separating, with the screen lifting from the housing while the device remained functional and was last handled when picked up from a bed, consistent with a device bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.